Event description:
It was reported that the patient presented for routine implant of the lead for his bundle pacing. During the procedure the physician made several failed attempts to place the lead. After repeated dislodgements, a replacement lead was used to successfully complete the procedure. The patient was stable.